Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17423. It was reported that the patient presented to the emergency room after experiencing bradycardia and syncope. Upon interrogation, it was noted that the right ventricular and right atrial leads had dislodged and exhibited loss of capture. The right ventricular lead was repositioned on (B)(6) 2020. The right atrial lead was explanted and replaced. There were no patient consequences.